Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported events of loss of capture and insulation damage were not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, there was loss of capture noted on the right ventricular (rv) lead due to confirmed lead insulation damage. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.